Event description:
It was reported by service report that the scale was inaccurate. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Foot end left load cell.